Event description:
It was reported during in clinic follow up that the pacemaker failed to be interrogated by multiple programmers. No intervention was reported. There were no patient consequences.

Event description:
Additional information received noted that premature battery depletion was alleged.